Manufacturer narrative:
Batch review performed on 21 november 2018: lot 141033: (B)(4) items manufactured and released on 02-apr-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month and half after primary surgery. The pathogen is unknown. The surgeon performed an I&d and a poly swap "succesfully".